Event description:
It was reported that the zimmer air dermatome blade was not engaging properly. It was also reported that the device was shredding the skin graft causing the need for further passes to obtain adequate tissue. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.